Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned device confirms broke into three pieces. All pieces were returned for evaluation. This instrument exhibit signs of significant use and wear. A medical investigation was conducted and confirms this complaint from the united states reports that a journey ii bumper broke during impaction. A delay of less than 30 min was reported. Smith and nephew back up was available to complete the procedure. No other complications were reported at this time. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during tka procedure the journey fem impact bumper rt broke during impaction of the femur. A delay of less than 30 min was reported. S&n back up was available to complete the procedure. No other complications were reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.